Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV."

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against right device. The device remains implanted.

Event description:
Healthcare professional additionally reported right rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against right device. Healthcare professional later reported " ruptured and gooey" the device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on october 13, 2022, with lot number 2186708. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed rupture on the device. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ white particles observed on the device. No further actions are required as the device was implanted.